Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 12/10/2023, the patient experienced dizziness. The cgm display device reading showed high (400 mg/dl and up) and the blood glucose reading by the patient was 34 mg/dl. The patient was treated by the boyfriend with glucagon and recovered after treatment. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the call the patient was feeling fine and well with no symptoms at all. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.